Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18jul2019. The manufacturer¿s field service engineer (fse) remotely confirmed the reported watch dog test failed issue and remotely provided the part number, for customer swapped in a motor controller(mc) printed circuit board assembly(pcba) and the problem cleared.

Event description:
The customer reported watch dog test failed. There was no patient involvement.